Event description:
The customer reported that the seam in the sleeve of the toga tore open during a procedure at the user facility. The procedure was completed successfully with no delay, no adverse consequences, and no medical intervention.

Event description:
The customer reported that the seam in the sleeve of the toga tore open during a procedure at the user facility. The procedure was completed successfully with no delay, no adverse consequences, and no medical intervention.